Manufacturer narrative:
Patient identifier and weight not available for reporting. Additional product codes: ktt, hrs. Lot number provided, 9614179, is not valid for this part number. UDI: (B)(4) lot number unknown. Date of implant is not known. Device is not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. For the 414.832 - 9614179. The article and lot no. Combination does not match. Review of the device history record(s) is not possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported three (3) cortex screws were broken during physio on (B)(6) 2017. It is not known if a revision surgery was performed. This report is for one (1) cortex screw. This is report 3 of 3 for (B)(4).